Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. It was also reported that the right ventricular (rv) lead measured low sensing value. Reprogramming was performed for sense polarity type to the coil. The lead remains in use. No patient complications have been reported as a result of this event.